Event description:
Patient reported obtaining a blood glucose result of 179 mg/dl, on the suspect device, while exhibiting hypoglycemic symptoms. Patient indicated that, based on symptoms, she self-treated by drinking orange juice, after which she reportedly felt better. No patient injury was reported. Whihle on the line with technical support, patient performed quality control tests on the suspect device; the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.